Event description:
Fogging of the camera image for a long time. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
We received from distributor on 7-july-2023 that endoscope owned by keiren medical park hospital, was brought into distributor with a complaint of "long-term cloudiness". As a result of detailed tests and controls, it was determined by distributor that there was condensation in the camera image for more than one minute. There is no air leak in the device, there is no problem in the camera lens and led lenses it has been determined by distributor that the device does not have a malfunction that will affect. The pentax medical emea responded to a good faith effort request via email on 11-july-2023 that no information was available as to whether the images were cloudy during hospital use or if there was a replacement endoscope. No harm to the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. D4: unique identifier (UDI). H4: device manufacture date. Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that moisture entered the objective lens unit and condensed, causing the observed image to become unclear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 21-oct-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 21-oct-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.